Event description:
It was reported to the aci sales professional that a physician in training to the mynx device had a pt who experienced a sealant expulsion 5 days post procedure with subsequent pseudoaneurysm (psa) formation. On (B)(6) 2010, the physician stated that the pt came back 5 days post procedure with the expressed sealant and that a psa had developed. The pt was treated with thrombin injection which resolved the psa. The physician stated that there was nothing notable about the pt, the case or stick location.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contigent upon the successful completion of lot release testing and a documentation review by the quality dept.